Manufacturer narrative:
This report is being submitted to update section b1, b5, h1 and h6 codes. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. This device is scheduled to be explanted on (B)(6) 2026. No additional adverse patient effects were reported. Additional information was received; this device was successfully explanted. No additional adverse patient effects were reported. This device was already returned.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. This device is scheduled to be explanted on (B)(6) 2026. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.